Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 44-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. A right groin hematoma was noted at the end of the procedure, and so a femstop was applied. Upon explant, surgeon was unable to achieve hemostasis with perclose. The patient was brought to or, surgical repair with 2prbc and 2 platelets transfusions as well. Patient remained on impella support for the next two days.

Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. Per the clinical information provided, the root cause of the access site bleeding issue was most likely use related due to improper technique. High stick is not following best impella practices.